Event description:
A theater nurse reported during intraocular lens (iol) implant surgery, the lens was noted to be damaged. In a follow-up phone call, the theater nurse reported that haptics were noted to be bent during surgery and an anterior vitrectomy was performed. She stated a second anterior vitrectomy was performed one day following surgery. She reported the anterior vitrectomy was not a result of the lens, but could not provide any further information. Additional information has not been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).